Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of alarm history found evidence of short battery life with multiple low battery and replace battery warnings. The pump powered on with the returned battery cap with auditory and vibratory features. All the buttons responded properly. A rewind/load/prime sequence was executed without incidences. The electrical current draws were within specifications. Pump casing was opened and no evidence of moisture intrusion or loose components was found inside the pump. The reported short battery life issue was verified in the black box but not duplicated in the investigation. Unrelated to the reported power issue, the battery compartment was found to have cracked below the grip pad and the display was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the battery life was less than expected and alarm history showed recurring low battery warnings. It was reported that there was no damage to the battery compartment or cap and there was no evidence of moisture or corrosion in the pump. The issue allegedly had occurred with multiple batteries from different packs. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.